Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: as a result of confirming instruction manual and labelling on the product, there was no abnormality led to the phenomenon. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, insufflation unit experienced, the tube obstruction alarm was not working. This issue occurred, during receipt inspection. There were no reports of patient involvement.